Event description:
A peritoneal dialysis (pd) patient's wife contacted technical services on 07/20/2015 requesting for assistance disconnecting from the patient's dialysis machine and stated the patient was being taken to the hospital due to low blood pressure. Follow up was made with the pd registered nurse (rn), who stated the patient was admitted to the hospital on (B)(6) 2015 for hypotension and dizziness. The nurse stated the patient was dialyzing and connected to the cycler and reported feeling dizzy due to low blood sugar and hypotension. The nurse stated the patient was discharged on (B)(6) 2015 and resumed continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. The nurse stated the patient's hospital discharge summary would not be received in the clinic.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. This report is being submitted as part of a system level review, which will include an investigation of all potential fresenius products being used at the time of the event.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler's concomitant products found no indication that the products caused or contributed in any way to the clinical event.